Event description:
New information received states that the leads were replaced. There were no complications during the procedure and therapy was restored. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number 1627487-2021-18998. It was reported that lead migration issue was confirmed via x-ray resulting in the patient experiencing ineffective stimulation on the left side. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. It is unknown which lead migrated therefore both leads are being reported.